Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of stem broach broke off and is lodged in the pt. This resulted in one (1) hour surgical delay, and the tip remains in the pt.